Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call high blood glucose and blank display on the insulin pump. Customer's blood glucose level was 400 mg/dl. Customer treated their high blood glucose via manual injection. Troubleshooting for blank display was performed. Customer replaced the insulin pump with a new battery and the display returned. Customer advised the insulin pump alarmed battery out limit after replacing the battery. Customer was advised that was normal insulin pump behavior and to monitor the insulin pump.